Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2018 with blood glucose level 507 mg/dl and 480 mg/dl at the time of incident and the current blood glucose level was 115 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with bolus using the insulin pump, insulin drip, intravenous fluid, potassium and morphine for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as customer experiencing abdominal pain, nausea, vomiting and uncontrolled urination. Customer reports they had contact their health care professional regarding the high blood glucose. Customer stated that the insulin pump was not giving the insulin when customer needs. Customer stated that the insulin pump had insulin flow blocked alarm during fill tubing. Customer states they did not have plunger. Customer states they did not have another infusion set for testing. The device will not be returned for analysis.